Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, bends, or elongations). The slightly kinked condition seen in the photo included in the complaint was not found in the returned device; it is possible that due to the angle or blurriness of the picture, it has been captured as such. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The distance between the delivery wire tip and the reference marker was measured, and the outer diameter (od) from the retraction bump, they were confirmed to be within specifications. The issue document in the complaint regarding a premature deployment of the stent during the removal from the hoop was confirmed due to the detached condition of the stent. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8470634. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before the start of an endovascular embolization procedure, the physician opened the device packaging for a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8470634) and removed the device from the dispenser hoop; it was observed that the stent was released automatically. The stent body was prematurely separated from the delivery wire. The device was not used in the patient. The physician switched to a new stent to use for the procedure. There was no negative patient impact. A photo of the device was included in the complaint. On 25-dec-2023, additional information was received. The information indicated that aside from the premature detachment, the stent / stent delivery system did not appear damaged when it was removed. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Section e.1: initial reporter facility name: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo that was included in the complaint. The review is documented below. [Photo review]: a photo accompanied the initial complaint report. In the photo, the distal aspect of the delivery wire is no longer inside the introducer, and the stent component is separated from the delivery wire. The delivery wire is slightly kinked proximal to the retraction bump. There are no observable damages on the stent and introducer components. The issue regarding the stent being prematurely separated from the delivery wire was confirmed based solely on the stent detachment observed, however, the delivery was advanced out of the introducer, and the kink damage observed on the delivery wire suggests that it was forcibly advanced. The complaint detailed that stent delivery system did not appear damaged when it was removed, therefore, the exact timing of when this condition occurred cannot be determined. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the components returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8470634. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The instructions for use (IFU) contains the following directions: remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the delivery wire and introducer together to prevent stent movement. Remove the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm that the tip of the delivery wire is entirely within the introducer. The device history records review relative to the manufacturing, inspecting, and packaging of the lot 8470634 indicates this product was final inspection tested and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-jan-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.